Manufacturer narrative:
(B)(4). This complaint for a report of air in line was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's (B)(4) reporting air in patient line at the beginning of fill while on the homechoice (hc) machine. The home patient (hp) had stopped the hc machine. The technical service representative (tsr) assisted the hp to end the therapy and start over with new disposables. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the air in line, the hp was not sure what caused the air to get in the line, however, she added that the bag port was stuck together, and so very little fluid was flowing through. Per hp, she had resumed therapy using all new supplies without any further issues. The hp confirmed that there were no defects on the cassette. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she had notified the nurse of this incident. The hp did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.